Event description:
It was reported that pump screen was broken, resulting in cracked display that became unreadable and unresponsive. There was no reported impact to the customer¿s blood glucose level. Pump was able to start, charge, and be recognized by a computer, device was planned for return evaluation, and replacement pump was provided, but no additional information was received regarding further actions taken by the customer.